Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Interrogation revealed the remaining longevity was two years, but the remaining longevity at the previous follow-up one year ago was ten years. The battery detail screen showed the device was using 280% of the power it would use at normal parameters. Device data was submitted to technical services for review. Analysis confirmed the device was depleting prematurely, due to an increased power consumption, and device replacement was recommended. The device was later explanted, replaced, and returned for laboratory analysis.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. Interrogation revealed the remaining longevity was two years, but the remaining longevity at the previous follow-up one year ago was ten years. The battery detail screen showed the device was using 280% of the power it would use at normal parameters. Device data was submitted to technical services for review. Analysis confirmed the device was depleting prematurely, due to an increased power consumption, and device replacement was recommended. The device was later explanted, replaced, and returned for laboratory analysis.